Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was over 600 mg/dl. The customer treated for high blood glucose with bolus and then with an injection via insulin pen. The customer reported that insulin pump passed high pressure test, displacement test, auto test. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.